Event description:
It was reported that iab failed to pass through sheath. Iab made it approx halfway through sheath but would not advance further. Per physician, iab was prepped per procedure. Iab was difficult to remove as well. As a result, a smaller arrow fos iab was inserted and augmentation was fine. There were no reported patient complications.